Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the end of the cutter was found to be broken during the procedure. The broken part was removed with inner limiting membrane forceps. There was no patient harm. Additional information has been requested. The product sample is not available for evaluation.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. No probe sample has been returned for evaluation for the report of the broken part that was removed during surgery. Because a sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A review of the related device history record associated with the lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One 23 gauge vitrectomy probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The distal tip is broken, but was not returned. The inner cutter is protruded out above the port. Because of the damage no functional testing could be performed. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. Wear marks are present at the bend area. The complaint evaluation does confirm the probe distal tip is broken. The complaint evaluation does indicate the probe had been used for approximately 15 minutes in surgery prior to this complaint issue occurring. The mostly likely cause for tip breakage is from an inadequate positioning of the inner cutter in the port during the manufacturing process. Action taken: the manufacturing assembly personnel have been made aware of the complaint issue and the importance of good positioning of the inner cutter position to prevent tip breakage. Probes are 100% tested and inspected for actuation, aspiration, and cut during the manufacturing process. Complaints will be continued to be reviewed and closely monitored at regular intervals for any significant adverse trends. (B)(4).